Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient met implant requirements for a 26 millimeter (mm) valve. The valve was implanted at an appropriate position, "high approximately 1/3 depth". After access closure was complete, and while getting patient prepped to leave the operating room, the patient's pressure dropped. Physician performed angiography which showed no flow into the right coronary artery. The physician tracked a wire into the right coronary artery (rca) and the patient's pressure increased immediately. The wire was removed, but the physician was concerned about this reoccurring, so the rca was re-wired. A guide was also inserted into the rca, with intention of potentially inserting a stent. It was reported that there was heavy resistance manipulating the guide and the physician implied "it was stuck" and believes "the guide may have gotten trapped behind the valve frame". In the attempt to remove the guide, the valve dislodged out of the annulus. Snares were attached onto each frame loop but with no success in moving the valve into a stable location. The valve was attempted to be pulled into the arch for over an hour, but the valve was left in the ascending aorta. It was reported that the patient's ascending aorta was larger than the outflow diameter of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Phone video clips provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: perfusion could be seen in the left coronary artery. Very low flow in the right coronary artery. Coronary occlusion was confirmed. The valve was moved in the ascending aorta. The valve was snared to a safe location in the ascending aorta. The review concluded that the valve was implanted at an appropriate depth. The angiogram confirmed that the right coronary artery was occluded. The images could not confirm that a wire was tracked down the right coronary artery or that a catheter was stuck. The image showed that the valve was dislodged out of the annulus but it was able to be relocated in the ascending aorta via a snare. There was no imaging to confirm the valve load. The patient¿s executive summary was reviewed and it confirmed the 26 mm valve selected for the patient. The reported drop in blood pressure (hypotension) is a known potential adverse event per the instructions for use (IFU). It is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In this case, hypotension likely resulted from the coronary occlusion. Coronary occlusion is also a known potential risk per the IFU and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). A conclusive cause for the occlusion was not able to be determined from the cine images. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. In this case, the interaction between the guide and valve may have contributed to the dislodgement. However, a conclusive cause for the dislodgement could not be determined as it was not seen during the cine review. Valve dislodgement events are typically not related to a device malfunction. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.